Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient¿s contact reported to technical support (ts) that a fluid leak had occurred during the patient¿s peritoneal dialysis (pd) treatment. The patient had received a volume error warning prior to the leak. The leak was reportedly coming from the back of the cassette. It was also reported that one of the supply bag lines was not clamped. The ts representative advised the patient¿s contact to discontinue use of the cycler and a new cycler was issued to the patient. The patient completed treatment by performing a manual exchange. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Upon follow up with the patient¿s pd nurse, it was reported that the patient was prescribed prophylactic antibiotics. The patient was given a 1,000 mg loading dose of cephalexin, and 500 mg doses for every twelve hours afterwards until seen at the clinic. The patient received their new cycler and the old one was picked up and returned to the manufacturer for evaluation. The cassette used by the patient was not available to be returned for physical evaluation.